Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084882) on 26-mar-2019. The most recent information was received on 03-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('back? Hip? Where the coils are?'), pelvic pain ('side pain') and hyperthyroidism ('hyperthyroidism') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included thiamazole (methimazole). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria hospitalization, disability and intervention required), hyperthyroidism (seriousness criterion medically significant), peripheral swelling ("swollen feet and legs") and hypertension ("extreme hbp"). The patient was treated with antihypertensives. Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, hyperthyroidism, peripheral swelling and hypertension outcome was unknown. The reporter provided no causality assessment for hypertension, hyperthyroidism, pelvic pain and peripheral swelling with essure. The reporter considered device dislocation to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, required intervention, other serious (important medical event) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Discrepancy noted in insertion date- (B)(6) 2012. Most recent follow-up information incorporated above includes: on 3-feb-2020: social media content received : reporter added. Event "device dislocation" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('back? Hip? Where the coils are?') And pelvic pain ('side pain') in an elderly female patient who had essure (batch no. B63550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concomitant products included thiamazole (methimazole). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria hospitalization, disability and intervention required), hyperthyroidism ("hyperthyroidism"), peripheral swelling ("swollen feet and legs"), hypertension ("extreme hbp"), genital haemorrhage ("abnormal bleeding (general)"), infection ("infection (other)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with antihypertensives. Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, hyperthyroidism, peripheral swelling, hypertension, genital haemorrhage, infection and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for hypertension, hyperthyroidism, pelvic pain and peripheral swelling with essure. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage and infection to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, required intervention, other serious (important medical event) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Discrepancy noted in insertion date- (B)(6) 2012 discrepancy noted in insertion date -(B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provide. Most recent follow-up information incorporated above includes: on(B)(6) 2020: pfs received. Lot number b63550 added. New events added: abnormal bleeding (general), infection, dysmenorrhea (cramping). Reporters , lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084882) on 26-mar-2019. The most recent information was received on 01-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('back? Hip? Where the coils are?') And pelvic pain ('side pain') in an elderly female patient who had essure (batch no. B63550-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concomitant products included thiamazole (methimazole). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria hospitalization, disability and intervention required), hyperthyroidism ("hyperthyroidism"), peripheral swelling ("swollen feet and legs"), hypertension ("extreme hbp"), genital haemorrhage ("abnormal bleeding (general)"), infection ("infection (other)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with antihypertensives. Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, hyperthyroidism, peripheral swelling, hypertension, genital haemorrhage, infection and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for hypertension, hyperthyroidism, pelvic pain and peripheral swelling with essure. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage and infection to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, required intervention, other serious (important medical event) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Discrepancy noted in insertion date- (B)(6) 2012. Discrepancy noted in insertion date - (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provide. Lot number # b63550 reported in this case is not valid. Most recent follow-up information incorporated above includes: on 1-may-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084882) on 26-mar-2019. The most recent information was received on 15-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('side pain') and hyperthyroidism ('hyperthyroidism') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included thiamazole (methimazole). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), hyperthyroidism (seriousness criterion medically significant), peripheral swelling ("swollen feet and legs") and hypertension ("extreme hbp"). The patient was treated with antihypertensives. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hyperthyroidism, peripheral swelling and hypertension outcome was unknown. The reporter provided no causality assessment for hypertension, hyperthyroidism, pelvic pain and peripheral swelling with essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, required intervention, other serious (important medical event) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Discrepancy noted in insertion date- (B)(6) 2012. Most recent follow-up information incorporated above includes: on 15-nov-2019: summons received : case classification updated to potential legal case. Reporters information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('back hip where the coils are?'), pelvic pain ('side pain') and hyperthyroidism ('hyperthyroidism') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included thiamazole (methimazole). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria hospitalization, disability and intervention required), hyperthyroidism (seriousness criterion medically significant), peripheral swelling ("swollen feet and legs") and hypertension ("extreme hbp"). The patient was treated with antihypertensives. Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, hyperthyroidism, peripheral swelling and hypertension outcome was unknown. The reporter provided no causality assessment for hypertension, hyperthyroidism, pelvic pain and peripheral swelling with essure. The reporter considered device dislocation to be related to essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, required intervention, other serious (important medical event) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Discrepancy noted in insertion date- (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084882) on 26-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("side pain") and hyperthyroidism ("hyperthyroidism") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant medical products included thiamazole (methimazole). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), hyperthyroidism (seriousness criterion medically significant), peripheral swelling ("swollen feet and legs") and hypertension ("extreme hbp"). The patient was treated with antihypertensives. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hyperthyroidism, peripheral swelling and hypertension outcome was unknown. The reporter provided no causality assessment for hypertension, hyperthyroidism, pelvic pain and peripheral swelling with essure. The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, required intervention, other serious (important medical event) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.